Manufacturer narrative:
H7, h9: updated. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the air detector sensor, which was determined to be faulty. Additionally, the investigation identified downstream and upstream occlusion seal damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The air detector sensor, dso and uso seal was replaced and the device passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has constant air in line occurred during testing. There was no patient involvement and no harm/adverse event reported.